Event description:
It was reported a motor stall was confirmed. Confirmed motor stall was noted in event logs with no motor stall recovery recorded. Stall occurred (B)(4) 2010 at 0251 with tube set occurring (B)(4) 2010 at 0251. Medical/environmental causes were ruled out per hcp. Hcp indicated return of pt symptoms. At the time of this report, no further details were reported. Additional info was requested and will be provided when it becomes available.

Manufacturer narrative:
(B)(4).